Event description:
The customer called in stating that he is getting results on his meter in mmol. The last result he got was 8.2. He was not sure how long he had been getting results in mmol, but he thought it had been for some time. Customer helped the customer switch the meter back to mg/dl. Customer service suggested the current meter be sent back for evaluation and was sending a new meter.